Event description:
The customer reported an access 2 immunoassay system generated (B)(6) combination results for two patients. The results were not reported out of the laboratory. There was no impact to patient treatment in connection with this event. There were no issues noted with sample collection, sample handling, or sample processing for this event. For the two weeks prior to this event, the system check washed cv (coefficient of variation) had been increasing up to 7%. In addition, negative quality control (qc) had been running high and failed on the day of this event. (B)(6) calibration had also failed.

Manufacturer narrative:
The customer did not provide patients' age, date of birth, gender, or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument on (B)(4) 2014. The fse determined the elevated washed cv during system check was caused by incorrect alignment of the reaction vessels (rv) shuttle assembly. The fse realigned the shuttle and rake. The fse also found that the bracket that holds pipettor I/f pcb was loose causing the service loop chain to clip against the card cage as the pipettor moved left to right. The fse secured the bracket to resolve the clipping; pipettor motion was corrected. There was excessive foam and bubbles forming in the wash pump when the dispense probes primed. The fse disassembled, cleaned and re-fitted the wash valve parts; the wash pump primed with no bubbles or foam. Finally, fse noticed dispense probe 1 was slightly blocked because the wash buffer was dripping out slowly; wash buffer in the other two probes ran out faster. Fse replaced the dispense probe as a precaution, carried out all pipettor alignments, checked temperatures, checked the ultrasonics and the digital devices, primed the instrument and ran a full system check which passed. Due to time constraints, the fse started (B)(6) calibration, but could not stay for results; the fse returned to the site on january 5, 2015. The fse fitted a new rotor/stator service kit to eliminate foaming in the wash pump, which was found in the previous visit. The fse performed a diagnostic test as well as a 16-replicate (B)(6) qc precision run; results passed. (B)(6).